Manufacturer narrative:
H3 - evaluation of the breakout panel found the umbilical cable connector 6 pin is bent not allowing correct/ secure connection. Evaluation of the cable assembly found that the umbilical connector shows wear and damaged connector ports causing intermittent/ bad connections. Evaluation of the charger enclosure found that there was dust build up and fiber on fans. Evaluation of the indicator panel found that there was a broken connection on one of the panels connector. Bench test shows electrically overstressed l.e.d. Damaged indicator assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the firmware mismatch is because the chargers are not coming on. No green charging indicator on ias. Checked fuses on mvs power board. Inspected, and found bent pin on ias connection panel, the plastic on the umbilical side of the connection is damaged. Measured each battery tray. Most were good, but tray 4 was at 39v, and will need to be replaced. Replaced battery tray 4, interconnect cable, and breakout panel. Replaced battery tray 5. The indicator on the ias user panel is still red. Replaced remaining batteries, all batteries have now been replaced. Replaced interface panel, and charger enclosure. Reloaded charger firmware. All lights/indicators back to normal. The system was then fully functional and passed the system checkout. Other relevant device(s) are: product ID: b i71000424, serial/lot #: (B)(4), ; product ID: bi71000167, serial/lot #: (B)(4) ; product ID: bi71000175, serial/lot #: (B)(4) ; product ID: bi71000208, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that when the system was booted up it said software version mismatch, restarted and got the error again, then the battery light on the mvs was blinking and the ias powered off. It was unable to be brought back up. System was around a patient at the time and so it had to be manually opened. They used a c-arm and aborted navigation. There was a 15 minute delay.